Manufacturer narrative:
(B)(4) - patient selection (calcified artery). Because the device was not returned for investigation, a root cause for the reported experience could not be determined. However, based on the reported description, the probable root cause for the cuff miss is needle deflection during plunger deployment due to interaction with patient anatomy like a mildly calcified right common femoral artery. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the moderately calcified right common femoral artery after an interventional procedure. Reportedly, when the plunger was pulled out, there was no suture attached to the needle; an anterior cuff miss had occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.